Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. Additional information was received that the lead continued to exhibit an out of range shock impedance measurement. The system was tested and the shock impedance value was stable. The physician did not suspect a lead issue. No revision was performed. No adverse patient effects were reported. The lead remains in service.